Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B) (4): distal conductor fractured. The full lead in segments was returned and analyzed. (B) (4): distal conductor fractured. The full lead in segments was returned and analyzed.

Event description:
It was reported the atrial lead had oversensing. It was also reported the right ventricular lead had a possible fracture. Both leads were removed and replaced. No patient complications were reported as a result of this event.